Event description:
It was reported that two months post-implant of a bifurcated device and infrarenal aortic extension, a follow-up computed tomography scan identified a type iii endoleak between the aortic extension and the bifurcated device. Reportedly, the pt was treated with an infrarenal aortic extension, which successfully corrected the endoleak. It was reported that the pt tolerated the procedure well.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and computed tomography images were provided and reviewed by a clinical representative. Based on the review, the reported endoleak was due to insufficient overlap between the main body limb and suprarenal aortic extension. The most likely cause of the separation between the devices is related to patient anatomy. There were no product issues identified in the event. The lot usage history showed that no other units from the same lot have been involved in any similar events. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.